Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported touchscreen failure. There was no patient involvement.

Manufacturer narrative:
G4: 20may2020. B4: 21may2020. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue. The fse replaced the touchscreen to address the reported problem. The ventilator is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.